Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm due to moisture damage on the pcba 1 / pcba 2 / force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found inside battery tube during visual inspection. Successfully downloaded firmware using crest. Successfully downloaded history files and traces using thus. Force sensor zero offset not within specification (459.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to severe moisture damage. Cosmetic damage was confirmed at the battery compartment. Moisture damage found. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.